Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 5030-000 serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device arrived for investigation with the 5033-100 and 5046-100 stuck inside. However, attempts to unscrew the knot were unsuccessful. A visual inspection revealed that the device shows numerous scratches and marks along the shaft. Regular signs of wear were noted on the handle. The most likely cause of the reported failure is misuse by the end user, who most likely cross-threaded the devices.

Event description:
On 12/12/2024, it was reported by a sales representative via sems-06733992 that a 5033-100 galileo® capturing rod and an 5046-100 galileo® capturing rod nut will not unscrew and are stuck in the 5030-000 galileo® lag screw inserter. A backup set was available, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.